Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture on the atrial lead. The patient stated that he had fallen twice at home shortly after the device was implanted. On 12 apr 2021, the atrial lead was repositioned to resolve the issue. The patient condition was stable before, during, and after the procedure.